Event description:
As reported by the user facility: this rn was to administer a prbc transfusion for a pt. Pt is known to have antibodies, and there was difficulty finding a compatible unit of prbcs for her. Blood was delivered in a timely manner from blood bank via the tube station. Rn to bedside immediately after obtaining prbcs. Multiple delays in administration occurred, such as unexpected pre-medications and piv infiltration. However, the biggest delay occurred with the IV pump and tubing malfunctioning. Rn had to trouble shoot for 30 minutes due to the pump continuously alarming that air was in line. Multiple interventions attempted to fix the issue such as: having the pump re-prime itself several times, flipping the pump vertically, restarting the pump, exchanging the pump. Finally the tubing was exchanged which finally appeared to fix the issue and allowed the blood transfusion to initiate. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.